Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's doctor reported that customer has been in the hospital twice today with chest pains. The doctor ruled out cardiac problems and wants a company representative to troubleshoot customer's insulin pump. Customer's information was not found in the system. No other details were provided. Nothing further reported.